Event description:
It was reported that the patient experienced hyperglycemia after overtreating a prior hypoglycemic episode with full-sugar syrup, confirmed by a glucometer reading of 353 mg/dl, while the continuous glucose monitor (cgm) experienced intermittent signal loss; the patient planned and took 10 units of subcutaneous insulin by pen with guidance to disconnect the pump during outside insulin dosing. Symptoms included hypoglycemia and hyperglycemia with associated headache, hot flashes/flushes, dizziness, and tremors, though dizziness and shaking were later disregarded per follow-up. Outcomes included an unexpected medical intervention requiring medication. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and identified a usage problem related to improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. The patient¿s glucose normalized to 155 mg/dl on follow-up and symptoms improved.

Manufacturer narrative:
Initial